Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a disconnection due to an instrument defect. Visual inspection revealed breakage/deformation of the instrument. The cause was identified as deterioration. There was no patient involvement.

Manufacturer narrative:
H3) the probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The returned probe had a cut in the strain relief at the probe end of the cable. The cable did not appear to be damage. The probe would not track when connected to a known good system and did not have a lighted status which indicated likely an open in the cable. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.